Manufacturer narrative:
Device was returned to manufacturer on (B)(6) 2019. Device was returned and evaluated. Method, results and conclusions codes populated after device evaluation completed. Device evaluation: the device was returned and evaluated by a cross functional engineering team on (B)(6) 2019. The team attempted to inflate the balloon with 60cc of water with red dye. Once 3cc of water was inserted, water could also be seen slowly leaking through the guide wire port. Once the balloon was fully inflated, both water and air were seen within the balloon. Next, the team attempted to deflate the balloon. Both air and water were drawn back into the syringe. During the deflation attempt, air bubbles could be seen, forming within the leur of the device. A hole was confirmed between the fluid and guide wire ports which allowed air to flow through the guide wire port and into the syringe, which required multiple deflation attempts with the syringe to fully deflate the balloon. This is determined to be a production process related issue.

Manufacturer narrative:
Patient weight unavailable. The manufacturer is anticipating the return of the device for evaluation but has not received it at this time.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function. Prior to the procedure, a spectranetics bridge occluding balloon catheter was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure and required use of the bridge balloon. The bridge balloon was placed on the guide wire and prophylactically inflated within the patient. However, during the attempt to deflate the device to then ''stage'' the deflated bridge balloon within the patient for its use if necessary, the syringe used to attempt deflation filled with air bubbles instead of just contrast mixture. The bridge balloon was ultimately deflated and another bridge balloon was used during the procedure. The procedure was completed successfully with no reported patient harm. The manufacturer is anticipating the return of the device for evaluation but has not received it at this time.